Event description:
It was reported that during treatment the device continues to indicating blockage alarm. The operators tried to change the canister, the dressing and to act on the soft port. The alarm was not solved. Delay greater than 30 minutes reported. No backup device was available.

Manufacturer narrative:
H10: the renasys touch and power supply (B)(6), used in treatment has not been returned for evaluation. Therefore, a relationship could not be established between the device and the reported canister full/blockage alarm complaint. Manufacturing records reviewed found no non-conformances or anomalies during production and the device met all specifications upon release into distribution. Complaint history was reviewed and similar instances have been found. Further investigation is being conducted to determine if additional actions are required. In conclusion this complaint has been finalised no fault found. Alarm thresholds are set after thorough testing to ensure the complete safety of the patient. It is possible in extreme cases that the alarm may trigger inadvertently, in this instance therapy will still be delivered. All users are advised to read and follow the instructions for use. In parallel we continue to monitor for any adverse trends relating to this product range. Please be assured that all products are released to market following rigorous quality checks during production and prior to dispatch.